Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for evaluation. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.

Event description:
Attorney reported: the pt sustained injury and damages associated with use of defective product, bard ventralex mesh. The pt suffered damages. Specifically, as a result of having the patches implanted in the pt, the pt suffered disabling pain and required surgical intervention.